Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to advisory or recall. Additional information received which indicated that this left ventricular (lv) lead was the caused of perforation with pericardial effusion. This lead was replaced and never in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to advisory or recall. Additional information received which indicated that this left ventricular (lv) lead was the caused of perforation with pericardial effusion. This lead was replaced and never in service. No additional adverse patient effects were reported.